Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon removal of the femoral provisional, the patient's medial condyle fractured. Wires and cables were used to treat the fracture. Attempts have been made, however, no additional information is available at this time.